Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported right side "valve leaking".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crack on the fill channel assessed as cracked valve seat diaphragm valve. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.